Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the valve was implanted, the patient was intubated and sedated. The valve was calibrated from 2.5 to 0.5, but no clinical improvements were obtained. The valve was explanted and replaced with another device. The patient's status at the time of the report was alive-no injury.